Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Lot & expiration date - ni, manufacture date ¿ ni. This report is number 1 of 2 mdrs filed for the same event (reference 3006946279-2017-00006).

Event description:
During preparation of bone cement, the monomer would not dispense into the cylinder. Another unit was available to complete the procedure without patient injury or significant delay.